Event description:
A customer reported that the battery of his device was taking longer to charge and was running out more quickly than usual. There was no adverse impact to the customer¿s blood glucose level. The customer declined further follow-up, and no additional corrective actions or outcomes were reported.